Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to other or non product experienced. This ra lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted as the lead fell and was not compatible. Post implant, the patient was unable to get an magnetic resonance imaging that same thing happened before. Boston scientific technical services discussed regarding concomitant cardiac device and conditions of use. This ra lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted as the lead fell. This ra lead was replaced with the same model. No additional adverse patient effects were reported.